Event description:
It was reported that the patient applied a pod and after 5 hours realized the cannula was not properly inserted in the infusion site. The pod was removed and the cannula was found bent. The patient's blood glucose levels reached 24 mmol/l (432 mg/dl) and ketones were 1.1 mmol/l. This was the patient's last pod and they did not have any back-up treatment. The patient sought medical attention at their local hospital. The patient had diabetic ketoacidosis (dka). Symptoms reported include hyperglycemia, high adrenaline, thirst and aggressiveness. The patient was treated with 24 units of tresiba insulin and 8 units of novo-rapid insulin. The patient was released from the hospital after 3 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis in addition to the cannula being bent and not properly inserted. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.